Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed that system unable to completely boot up. Review of the logfile shows system unable to completely boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the system would not complete process to allow use. To resolve the issue, the fse replaced flexvision pc. The defective part was sent for analysis, for flexvision pc no malfunction was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to boot up, stalling at 00:00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.